Event description:
Healthcare professional reported left side deflation with capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, deflation.

Event description:
Healthcare professional reported left side deflation with capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
DHR trend summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles inner the shell leak test and microscopic analysis was performed which identified: voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06 and device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: void on valve texture side assessed as a workmanship. No leak was observed in the device.

Event description:
Healthcare professional reported left side deflation with capsular contracture, baker grade IV. Device has been explanted and replaced.